Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states that he obtained a reading of 98 mg/dl on his advantage meter and took 40 units of nph insulin. He then went to walk the dog and came back within 10 minutes to cook a meal and felt sweaty, jittery, and weak. Customer called the paramedics, who arrived and transported the customer to the hospital. On the way to the hospital, the paramedics tested the customer at 45 mg/dl on their meter and treated him (treatment specifics not provided). Customer was admitted to the hospital overnight and treated (treatment specifics not provided). Requested return of suspect device and strips; however, customer no longer has the meter or strips available for return. Replacement was sent.